Manufacturer narrative:
The defective handle was returned to the vyaire fa lab. The initial investigation revealed that the handle worked properly without getting too warm during testing. However, a slight electrical burn smell was noticeable. The handle was opened and the plastic surrounding the spring-loaded plugs was blackened, apparently scorched, and this appears to be the source of the burnt smell. The spring loaded contacts of the plug also appear to be defective, making it more difficult to insert into corresponding components and require further investigation. The root cause of this issue could not be identified during the preliminary inspection, therefore further investigation and analysis will be conducted via our CAPA process. When additional information about this issue is available a follow up report will be submitted.

Event description:
On 07-nov-2022 it was reported to vyaire that the pt handle v2 heated abnormally and become very hot. The situation was covered in the risk assessment and resulted in a minor severity of harm after mitigations and was considered to be not reportable. There was no patient involvement reported. In 15-oct-2024 an internal investigation of the returned device revealed that the suspected temperature of the overheated device may have been higher than expected. Therefore the awareness date was changed to 15-oct-2024.